Event description:
Boston scientific received information that during a follow up noise was displayed on the right ventricular pace/sense lead. Noise was oversensed and stored as ventricular tachycardia which resulted in pacing inhibition. All other measurements were satisfactory. The device was reprogrammed and a follow up has been scheduled. No adverse patient effects were reported.

Manufacturer narrative:
Should additional information become available this investigation will be updated.